Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up/down arrow keypad buttons require excessive force to respond. It was reported that the keypad was intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed. All keypad buttons were unresponsive to user input during testing and there was evidence of adhesive/contamination under all key contacts.